Event description:
A call was received through technical services, reporting a power on reset occurred. Review of device data verified that two pors (power on reset) had occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event. Additional information was received, stating that testing during the procedure found a higher than normal current between two conductors in the lead. This indicated an insulation breach and the lead was replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.